Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent a total left hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, fluid, pain, hip locking up, a fractured right hip and wound problems were noted. The fluid on the anterior medial of the left hip measured 17.7x18.2x7.6x0. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a total left hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, fluid, pain, a fractured right hip and wound problems were noted. The fluid on the anterior medial of the left hip measured 17.7x18.2x7.6x0. These findings were found due to follow up testing. There has been no reported revision procedure to date.